Manufacturer narrative:
A device history review and incoming record review was performed on the reported lot number and the associated syringe component. It was confirmed that all the lots met material, assembly, and performance specifications. Although no previous complaints have been received on the reported lot, a review of the bsc glens falls april 2007 complaint report noted a current adverse trend for the syringe product family for the failure mode of "air bubbles." We have recently initiated CAPA to investigate and address this issue with our syringe supplier. As the syringe sample was not returned, the failure, as reported, could not be confirmed.

Event description:
As reported by customer, air appears to be entering the barrel of the 8ml syringe, accumulating around the stopper. There has been no air injection or patient injury. The used syringe has been discarded by the hospital.